Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. The system history shows that the laser was verified successfully prior to and after the date of treatment. The referenced service report could not be identified to be related to the reported event. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported an incomplete side cut during lasik flap creation. Additional information has been requested but not received.